Event description:
It was reported that following a percutaneous procedure an angio-seal vip was used for the common femoral artery arteriotomy closure. The patient developed a femoral artery occlusion. Patient treatment was unknown.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor of fragments, or surgical intervention.